Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Event description:
This is a report of a patient who experienced nausea, vomiting, hypotension, headache and passed out during hemodialysis. The treating physician could not confirm the symptoms were related to the dialyzer. Additional information was requested but not provided.